Event description:
Information was received from a consumer (con) regarding a patient receiving intrathecal baclofen (unknown concentration and dose) via an implanted pump for intractable spasticity. It was reported that the patient was admitted to the hospital last week due to severe withdrawal symptoms. It was reported last sunday the patient had strange seizures and they went through a whole workup and the day after check-in magnetic resonance imaging (MRI) was performed. The caller stated that "procedures were done to check it" and they received a vague pump report showing that the pump had stalled and recovered sometime between february and today and that they wanted a time stamp log to confirm if the motor stall was due to the MRI or not. It was reported that the patient's symptoms got better on friday so they were discharged and the patient was happy on saturday but then on sunday the symptoms took a turn for the worse and the patient started having severe convulsions and seizures. The patient was brought back to the ER and it was determined that they had fall back withdrawals. The caller stated they needed the event logs from the pump to determine if the seizures/convulsions were related or unrelated to the baclofen therapy and to make medicine and medical adjustments as necessary.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.